Event description:
A surgeon reported that following lasik surgery, the patient presented with rainbow glare. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Samples are not expected to be returned for evaluation. The root cause could not be identified conclusively. The company representative optimized the system settings(spot- and line separation, energy). Additionally, the threshold test was carried out to verify the cutting homogeneity of the system. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).